Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. During left pulmonary vein (lpv) isolation, it was noted that the patient¿s blood pressure dropped. Pericardial effusion was confirmed by soundstar. After that, drainage was performed, and the procedure was determined to be difficult to continue. Blood pressure returned to normal after drainage. The physician commented that during manipulation of the ablation catheter, the catheter became stuck in the depression between the left superior pulmonary vein (lspv) and the ridge, and cardiac tamponade was considered to have occurred. After drainage, the patient was confirmed to have stopped bleeding and left the room. The patient¿s condition improved. It was not reported that extended hospitalization was required. It was considered that transseptal puncture was performed because of the pulmonary vein (pv) isolation procedure. An attempt was made to gather the product information details for the needle; however, no information was obtained. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. It was not reported that inappropriate use was conducted outside of the instructions for use (IFU). No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 10-mar-2022, the product investigation was completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. During left pulmonary vein (lpv) isolation, it was noted that the patient¿s blood pressure dropped. Pericardial effusion was confirmed by soundstar. After that, drainage was performed, and the procedure was determined to be difficult to continue. Blood pressure returned to normal after drainage. The physician commented that during manipulation of the ablation catheter, the catheter became stuck in the depression between the left superior pulmonary vein (lspv) and the ridge, and cardiac tamponade was considered to have occurred. After drainage, the patient was confirmed to have stopped bleeding and left the room. The patient¿s condition improved. It was not reported that extended hospitalization was required. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A a test of all of the features were performed, and the device performed correctly, no issues were observed. Per the event, a test of all features were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30653023l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).